Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information received by a nurse from (B)(6) a home patient with fluid in the lungs, and a lung infection coincident with dianeal therapy. On an unreported date, the patient experienced a lung infection and fluid in the lungs manifested by chest pain. It was reported that the fluid in the lungs was from the peritoneal dialysis solution. On an unknown date, the patient was discharged. Treatment was not reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue with regards to the device could not be confirmed. The assignable cause was undetermined. If there is any further relevant information from that review, a supplemental medwatch will be filed.